Event description:
It was reported that the device was used during a gyn procedure. It was reported that the device did not deliver any clips. Another device used to complete the case. There was no consequence to patient.